Manufacturer narrative:
No medwatch form was received from the user facility. To date, several attempts to obtain additional information from the user facility have been unsuccessful. Investigation findings: at this time, this implant has not been returned for evaluation. A follow-up report will be submitted upon receipt of the product and completion of an evaluation. The information for use (IFU) informs the user that breakage of the bio mini-revo is possible if: the pilot hole is not drilled to an adequate depth. The tap is not inserted to the proper depth. Improper alignment of anchor to pilot hole. Loose or non-secure anchor on driver. It is not used with the bio mini-revo drill guide, cat. No. C6171 or c6172. The anchor inserter is used for prying. The bio mini-revo implant is advanced too deep. A small amount of forward pressure is not applied while rotating the handle.

Event description:
It was reported that during insertion of this suture anchor in a surgical procedure, it broke. There was no report of injury or surgical delay related to this event.